Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was eroding through the proximal area of the scrotum. The pump was explanted, and a new pump was placed on the opposite side of the scrotum. There were no additional patient complications reported.